Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was 117 mg/dl. The customer stated that the insulin pump was making grinding sound which was not getting off and was indicating that the blood glucose was going low. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The device was programmed with a test gst3 and a test transmitter. The device communicated with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The device displayed the programmed value properly on the display graph. The pump was monitored and no unexpected device alarms or alerts or sensor related alarms noted.